Manufacturer narrative:
Medtronic received additional information that the mitral annuloplasty ring was explanted and replaced with a bioprosthetic valve due to stenosis and severe regurgitation. No additional adverse patient effects were reported.  Patient weight added. Patient ethnicity and race information updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year post implant of this mitral annuloplasty ring, the ring was explanted and replaced with a bioprosthetic valve. The reason for the replacement was not reported. No additional adverse patient effects were reported.